Event description:
It was reported that a vns patient had full revision surgery due to battery depletion and discontinuity. The explanted devices have not been received by the manufacturer to-date. Additional relevant information has not been received to-date.

Event description:
Product analysis on the lead was completed and approved. The lead was returned due to a lead fracture, lead break and high impedance. This was confirmed in the lab. The lead was returned in six portion with four loose tie downs. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Sets of setscrew marks were seen on the marked connector pin providing evidence that proper contact between the setscrew and the marked connector pin existed at least once. During the visual analysis of the returned lead portions multiple quadfilar coil breaks were observed on the connector pin and connector ring quadfilar coils near the anchor tether. Corrosion or pitting was identified at the areas of the coil break. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions.

Event description:
Generator and lead were received for analysis. Analysis on the lead is still pending. Product analysis for the generator was completed and approved. During the analysis, there was no indication from the device that an end of service condition existed. The device performed according to functional specifications.